Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
Was there any patient or user injury, harm, or other adverse event beside the reported hemolysis? No. 2. How was the hemolysis resolved? Device removal. Hemolysis picture refractory to repositioning efforts. 3. What was used to treat the hemolysis? Repositioning and calming down p levels. 4. The impella cp was explanted on (B)(6) 2026; therefore, is the impella cp available to be returned for failure analysis? It is not, sorry. 5. If yes, is a return kit needed? N/a. 6. What was the patient¿s outcome after impella explant? Pt ended up getting a coronary artery bypass graft (CABG).

Manufacturer narrative:
A4 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease (cad). During support, the patient developed hemolysis, evidenced by red urine and an ldh of 2910 in the setting of hemolyzed laboratory samples. The device was repositioned, after which support continued. The patient survived to explant. The reported event of hemolysis requiring repositioning is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
B1: added product problem, this was omitted in error in the initial report.